Event description:
Reportable based on analysis approved on 11/14/2006. It was reported that during preparation for an abdominal aortic angioplasty treatment procedure, "the customer was not able to inflate the balloon during prep and they thought there was a hole in it." The procedure was successfully completed with another of the same device with no pt complications. Current pt status is reported as "okay."

Manufacturer narrative:
Direct product analysis revealed evidence of a white crystalline substance blocking the balloon lumen. On inflation, product analysis showed a small tear above the distal shoulder of the balloon. The device history record review confirms that the device met all material, assembly and performance specifications. The root cause of the defect is unk.